Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose. The caller stated that the customer was throwing up and having diarrhea all day long. Troubleshooting was performed. The time and date on the device were correct. The drive support cap appears normal. The caller mentioned that air bubbles were found in the infusion set tubing. Assisted the caller to run a manual prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to complete testing. It was mentioned that the customer changes the infusion set every three to four days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.